Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. However, insulin pump received with missing segments due to cracked lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage at display. The customer blood glucose level was unknown. The device will be returned for analysis.